Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a leak present. The customer¿s blood glucose was 4 mmol/liter at the time of incident. Customer states the location of the leak was when putting in the pump. Troubleshooting was performed. The reservoir will not be return for analysis.